Event description:
Two non-reproducible, higher than expected vitros tropi es results were obtained from troponin I free patient sample pools that were used for within run precision testing on a vitros eciq immunodiagnostic system. Vitros troponin I es test results: 0.180, 0.067 ng/ml vs. Expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There were no allegations of patient harm made as a result of the events, however ocd cannot rule out the possibility that patient sample results would not be affected should the event reoccur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros tropi es within-run precision test results were obtained on a vitros eciq immunodiagnostic system. The most likely assignable cause for the events is analyzer related; however, the investigation cannot rule out pre-analytical sample processing as a contributing factor. Additionally, the investigation was able to rule out a reagent malfunction as a contributing factor. Following completion of service actions acceptable vitros tropi es precision was observed indicating that the eciq system was returned to its expected performance.